Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument jaws were misaligned and did not close clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the medium-large clip applier was not used on a patient. It was noticed prior to the case starting, when the instrument tip was visually inspected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to be related to the customer reported complaint. Visual inspection did not reveal any damage to the grips. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed the engagement and able to retain clip through engagement but cannot apply the clip. Additionally, the instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis.